Event description:
The top 2 to 3 mm had displaced and was broken off from the body of the screw. We easily removed those. We came down onto the rest of the screw which was firmly embedded still in its original placement site. This was then trimmed to smooth the edges. Hemostasis noted.